Manufacturer narrative:
B2: outcomes attributed to adverse: corrected. D1: brand name: corrected. D4: device serial number and lot number were requested but not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the heartmate 3 left ventricular assist system was not provided by the account. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 5, "surgical procedures," contains information regarding the preparation and attachment of the sealed outflow graft and includes instructions for installing the outflow graft clip. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states that the patient had progressive dizziness and presyncope with ambulation after left ventricular assist device (lvad) implant. A computed tomography angiography (cta) revealed a possible outflow graft obstruction. Revision of the outflow graft and the relief of the outflow graft was performed, and the locking mechanism was placed on the outflow graft and pump housing.